Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to spin inside the cap and be forward-firing. The case was completed using a second fiber. Pt outcomes: "no adverse pt outcomes".